Manufacturer narrative:
Evaluation summary: an x-ray of the right hip one month prior to the dislocation was submitted showing what appears to be a periprosthetic fracture of the femur. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays after reduction were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. It is unk if the periprosthetic femur fracture was a contributing factor to the pt's condition. With the information provided, a definitive root cause for the dislocation cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported that the pt dislocated and was hospitalized as a result.